Event description:
It was reported that the insert was implanted eight months ago. The pt complained of knee pain and revision surgery was performed. No infection noted. The implant is pitted, delaminated and discolored.